Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation.

Event description:
The applier jammed (jaws in closed position) on the female patient's artery. It was impossible to reopen the jaws during the laparoscopy. There was no clinical consequences for the patient but the consequences could have been significant. Additional information: the applier was stuck on the artery and could not be opened during surgery. The surgeon applied other hem-o-lok clips on both sides of the blocked applier in order to cut the artery and release the applier. The applier's jaws opened during pre-disinfection.

Event description:
The applier jammed (jaws in closed position) on the female patient's artery. It was impossible to reopen the jaws during the laparoscopy. There was no clinical consequences for the patient but the consequences could have been significant. Additional information: the applier was stuck on the artery and could not be opened during surgery. The surgeon applied other hem-o-lok clips on both sides of the blocked applier in order to cut the artery and release the applier. The applier's jaws opened during pre-disinfection.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was originally produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4)-piece lot in june of 2018. Evaluation of the returned instrument shows there is additional repair lot coding of r-11-21 on the proximal handle (g00436m) which signifies that this instrument has been repaired before this complaint and that the tips are slightly loose and misaligned to each other in the closed position and that both of the tips of the jaws are damaged and slightly bent I twisted and misaligned to each other. (Pie's attached) we are able to validate this complaint since as received , this instrument will not properly pick-up, retain and close a clip as it was designed to do. After the initial evaluation this instrument was disassembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both damaged where they engage the jaws. (Pie's attached) we suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged and for the tips of the jaws to become bent/twisted to each other but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.